Event description:
Initial troponin t result of 0.172 ng/ml. Same sample repeated gave result of 0.05 ng/ml. New sample from same pt, run twice, gave results of 0.04 ng/ml each time. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.